Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 400 mg/dl and the current blood glucose level was 286 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the following symptoms related to high blood glucose like nausea and some difficulty breathing. Based on customer¿s report customer was alleging possible insulin pump under delivery. Reason why customer alleges insulin pump was under delivering because they programmed a few boluses and his blood glucose were not coming down. Customer declined troubleshooting for low blood glucose. The customer performed high pressure test and it passed. The device will be returned for analysis.